Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 crts (B)(4) (con): a consumer implanted for non-malignant pain reported the device only worked 20%. The consumer further reported they were diagnosed with kyphosis and starting in (B)(6) of 2015 they were experiencing back pain so the physician was going to be doing surgery on friday to remove the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.